Manufacturer narrative:
Product evaluation: the explanted yellow lens was returned submerged in liquid inside a small container. The lens was removed and allowed to air dry. Patterns of solution were observed on the lens. The optic was cut into pieces. The optic was scratched on the anterior and posterior surfaces. One optic portion has a line of cracked areas in the shape of an instrument used to grasp the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Root cause: the product investigation could not identify a root cause for the reported event. The explanted lens was returned in pieces. The damage was typical in appearance to damage from removal from the eye. The optic has additional damage. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The explanted lens was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. If the lens becomes available or if additional follow up information is provided, the file will be reopened and updated. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient had reduced vision (bcva). The iol was explanted 4 months following the initial procedure.